Event description:
Covidien received info stating that an 840 ventilator was inoperable. The ventilator was not in use on a pt at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the breath delivery unit (bdu) printed circuit board (pcb). Covidien was not authorized to repair the device.

Manufacturer narrative:
(B)(4).